Manufacturer narrative:
Product ID: 3887-28, lot# l76513, implanted: (B)(6) 2000, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
The therapy has not been as good and it has never worked the same since the patient¿s battery¿s been was changed 3 years ago. About 2 weeks ago, the patient started having severe pain and she could hardly walk. The patient did not think the device was working at all. The patient was having a lot of pain. The pain was so bad that the patient could not sleep all night last night. The patient took oral pills but it did not help with her pain. The patient called her doctor this morning. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
An eos/eol message was later reported. This was normal battery depletion. Eos occurred "about a month ago". The therapy was working good before battery depletion. An ins replacement was scheduled.